Event description:
Event description guidant received information that immediately after the pacemaker and right ventricular lead implant procedure, a significant amount of noise was noted. It was reported that there was occasional/intermittent inhibition of right ventricular pacing due to oversensing of this artifact. Although the patient was pacemaker dependant, a loss of capture did not occur.